Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving gablofen 2000mcg/ml at 1510 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy and dystonia. The patient's concomitant medications were unknown. In 2015, the patient was transferred to another hcp for care. Her dose escalated from 750 mcg/day to 1510 mcg/day flex but it did not appear to control her dystonia well. Imaging showed that the catheter was broke at the spinal entry site and the intrathecal (it) segment retracted into the it space. On (B)(6) 2016, a laminectomy was performed; the dura was opened and the intrathecal segment was retrieved. A new spinal segment (8598a) was implanted and connected to the remaining proximal segment of the 8709sc. The event then resolved. The patient's status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.